Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a smartsite needle-free connector was occluded during use. The following was reported by the initial reporter: "unknown blockage issue with two batches of flucloxacillin 12g in mobifuser".

Event description:
It was reported that a smartsite needle-free connector was occluded during use. The following was reported by the initial reporter: "unknown blockage issue with two batches of flucloxacillin 12g in mobifuser".

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot#: 20065106. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 20065106. A review of the production records for lot: 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.